Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging an inaccuracy issue with the one touch ultra meter. The complaint was classified based on the customer care advocate's (cca) documentation since the patient stated that the does not have a phone and so he is not expecting a call back. The patient stated that the reported issue began the same day at 8 am. During that time, the patient reportedly obtained "inaccurate high" readings of "402 and 105 mg/dl" on the subject meter when compared with the reading of "167 and 159mg/dl" obtained on the freestyle meter. The reported readings were obtained in 10 to 30 minutes of each other. Based on the statistical methodology, the calculated difference of these glucose results exceeded the expected value of <=30% and/or <=30 mg/dl. However, the cca noted that the patient was using expired test strips for testing. As a result of the reported issue, the patient reportedly skipped 6 units of insulin and oral medication (unknown type and dose). The patient reportedly experienced symptoms of "nervousness, shakiness and nausea" about an hour after the reported issue. It is not known whether the patient obtained any blood glucose readings while experiencing the symptoms. On the same day at around 9:30 am, after the reported symptoms, the patient reportedly obtained readings of "167 and 169mg/dl" on an unspecified device. The patient reportedly took food and or drink as described self-treatment. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hypoglycemia, after he reportedly obtained inaccurate readings on the subject meter when tested with expired test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.